Event description:
Customer found 12 pen needles that were bent at a 90 degree angle after removing the safety cap. The needles weren't used, they were brand new. He disposed of the faulty needles. User also noticed that the blue safety cap wasn't there to cover the needle and stated the clear cap was the only cover on the pen needles.